Manufacturer narrative:
Analysis was performed on the returned device. The reported material split/tear is confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the guide wire was not removed when the post was above the access site. Per the instructions for use, advance the guide wire before the exit port is just above the skin line. Remove the guide wire before the exit port crosses the skin line. In this case, it is likely the IFU violation contributed to the reported material split/tear. The reported material split/tear appears to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier: failure to follow steps/ instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, two prostyle sutures were successfully deployed. It was noticed on removal of one of the prostyle devices that the guide wire exit port was torn. The device was advanced completely over the guide wire due to tortuosity. The sheath was upsized to a large bore and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.